Manufacturer narrative:
Upon receipt of additional information, it was reported that the issue was with a bone stimulator and not zimmer biomet prosthesis. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was reported that the issue was with a bone stimulator and not zimmer biomet prosthesis. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown biomet femoral component catalog # unknown lot # unknown. Unknown biomet tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-03116, 0001825034-2020-03117. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient is alleging experiencing unknown issues in his knee. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.